Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to inappropriate tachy therapy. Egm review revealed that supraventricular tachycardia (svt) became uncorrelated due to an artefact observed on the shock channel, and anti-tachycardia pacing (atp) and single shock were delivered. The rhythm did not change, and the second shock was diverted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to inappropriate tachy therapy. Egm review revealed that supraventricular tachycardia (svt) became uncorrelated due to an artefact observed on the shock channel, and anti-tachycardia pacing (atp) and single shock were delivered. The rhythm did not change, and the second shock was diverted. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was scheduled for a virtual follow-up appointment in (B)(6) 2026. This ICD system remains in service. No additional adverse patient effects were reported.